Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient abdominal pain and fever with subsequent diagnosis of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and the liberty select cycler and cycler set. The patient reported that they were camping when the line disconnected during treatment and then reconnected it to complete peritoneal dialysis (pd) treatment. The culture result of (B)(6) confirmed the peritoneal dialysis registered nurses's (pdrn) statement that the cause of the peritonitis was touch contamination as this organism is frequently found in the upper respiratory tract and on the skin. The patient has been re-educated on proper aseptic technique and set-up. The reason for the line disconnect is unknown, however, the patient's re-teaching on proper treatment set-up indicates that the line disconnecting was a result of poor set-up technique. Additionally, no deficiency or manufacturing issue was reported for this event. The patient experienced a relapse of the peritonitis which is common in staphylococcus aureus peritonitis which usually leads to pd catheter (not a fresenius product) removal as the organism is known to not respond to antibiotic therapy. Based on the available information the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support to report that their liberty select cycler alarmed eight times with a patient line is blocked (soft alarm) during drain 1. The patient had entered in ¿yes¿ for the daytime exchange with the volume set at 2000 ml but the patient was empty. Treatment was cancelled and the patient was advised to contact their peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient¿s pdrn stated that the patient presented to the pd clinic on (B)(6) 2019 with abdominal pain, fever (value unknown) and cloudy pd effluent. The patient reported that two weeks prior, they had been camping when the patient line came apart during treatment. The patient reconnected and continued to complete pd therapy. The patient did not report this incident to the pdrn until the clinic visit on (B)(6) 2019. Antibiotic therapy was initiated with intraperitoneal (ip) vancomycin and fortaz (dose, frequency and duration unknown). Pd effluent cultures resulted with positive growth of staphylococcus aureus. Antibiotics were adjusted and fortaz was discontinued. The patient completed the vancomycin, however, two weeks after completion the patient returned to the pd clinic with abdominal pain and cloudy pd effluent. The patient¿s culture grew the same organism and was restarted on ip vancomycin (dose, frequency and duration unknown) for relapsing peritonitis. The last dose was administered (B)(6) 2019. The patient has been re-educated on proper aseptic technique, treatment set-up and the proper steps to take if the line connection comes apart again. The patient continued to complete pd therapy on the liberty select cycler during the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.